Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication order was not interfacing, and it has been difficult to troubleshoot because the orders were not active and this medication was not used often. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device medication order was not interfacing as expected. A technical support specialist (tss) stated that there might have been an issue with the combo medications function and advised several methods for addressing medications that were not interfacing properly. The tss instructed the customer to follow the recommended steps. The customer stated that it was a combo med issue. The tss then confirmed with the customer that removing the combo medication designation in the test environment allowed the order to profile as expected, which resolved the issue. The system functioned as intended after the technical support specialist assessed the device.